Event description:
It was reported the pt is receiving right sided stimulation but the pain pattern is left sided x-rays were taken and revealed the lead had migrated to the right. Surgical intervention took place on (B)(6) 2013 and the lead was repositioned back to the left side. Effective stimulation and coverage was obtained postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.